Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately one year after implant the patient became septic and the physician decided to explant the implantable cardioverter defibrillator (ICD) and leads. No further patient complications have been reported as a result of this event.